Event description:
The company representative reported that insulin pump received a button error alarm. The blood glucose reading at the time of the incident was 7.2 mmol/l. It was stated that the customer had the insulin pump tucked against their skin and they were sweaty. It was also stated that the belt-clip was broken. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.